Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Nc 282759 was identified as associated with this lot number; however, the failure being reported in the complaint (tubing break) is not related to the issue identified in the nc (excursion of sterile load during post evacuation cycle). Devices met specification prior to release. No trends were noted for complaints and there were no capas that were confirmed to be associated.

Event description:
According to the available information the device was explanted and replaced due to a pump tubing fracture.